Event description:
A company representative reported that follow up imaging taken approximately one month post-operatively indicated a migrated ozark screw and a fractured and migrated ozark plate locking cover. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report captures the plate.